Event description:
It was reported that high pacing thresholds had been observed on the atrial lead; no patient symptoms were reported. The lead was explanted and replaced during a routine device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun